Manufacturer narrative:
Additional information was provided by the sales representative. As they pulled the sheath out of the patient, they noticed the tip was missing. No intervention was performed to correct this issue. The physician believes that the tip is in the patient¿s tissue, ¿outside of the vein track." The physician has been continuing to follow-up with the patient and the patient is currently in stable condition. No further issues have been reported. The target lesion was the iliac vein. There was no difficulty withdrawing the sheath from the patient. No anomalies/damages were noted prior to inserting the device into the patient. The device was stored and handled according to the IFU guidelines. . (B)(4). Complaint conclusion: upon removal of a 10f 11cm brite tip sheath introducer, it was reported that a small piece of the tip was noted to be missing. No intervention was performed to locate and remove the separated tip from the patient. The physician has been continuing to follow-up with the patient and the patient is currently in stable condition. The physician believes that the tip is in the patient¿s tissue, ¿outside of the vein track." No further issues have been reported. The target lesion was the iliac vein. No anomalies were noted prior to the insertion of the device into the patient. The device was stored and handled according to the IFU guidelines. It was noted that the sheath was advanced into a stent that was previously deployed in the iliac vein. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without return of the device for analysis, the reported complaint ¿brite tip/distal tip-separated in patient could not be confirmed and an exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (previously placed stent) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported complaint could be related to the design or manufacturing process of the device; therefore no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4) was submitted through FDA's medwatch program. The gender of the patient is unknown. This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15983087 revealed no anomalies during the manufacturing and inspection processes. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of the 10f 11cm brite tip sheath introducer (si),a small piece of the tip was noted missing. At the end of the procedure, the sheath was advanced by physician into the vein previously deploy stent. No harm to the patient. The event required intervention. The device will not be returned for analysis.